Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was not returned for evaluation. However, a different transmitter (part number stt-gf-001/serial number (B)(4)/lot number 5208765) was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the shared log observed a loss of connection. The root cause was could not be determined. The customer complaint could not be confirmed with the returned transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced a loss of connection. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.